Manufacturer narrative:
B3: date of event - the date of 22nov2021 was used as this is the date the literature article was accepted. Literature citation: davtyan k., et al. (2022) antithrombotic therapy in patients with non-valvular atrial fibrillation and high risk of stroke after successful endovascular left atrial appendage occlusion. Journal of arrhythmology. 29(1): 24-31. Https://doi.org/10.35336/va-2022-1-04.

Event description:
It was reported via literature that thrombosis occurred. Three (3) left atrial appendage (laa) closure procedure were performed on three (3) separate patients using a watchman flx laa closure device with delivery system (wds). At an unspecified time, post index procedure, the patients experienced device related thrombus. All three (3) patients received subcutaneous injections of enoxaparin sodium at a therapeutic dose for twenty-one (21) days. 180 days post index procedure, transesophageal echocardiogram showed no presence of device related thrombus in any of the patients.